Event description:
The facility reported that three endocuff fingers detached from the endocuff body inside the patient during an endoscopic procedure. The fingers descended on their own and there was no harm to the patient. (B)(4) is in contact with the device manufacturer. This complaint will continue to be monitored within the medivators complaint handling system.